Event description:
It was reported for no reason the programmer shuts off. The screen goes blank in the middle of a check. It was also reported this is very random and not all the time. The issue started happening after the last sdn (software distribution network) update. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up and interrogated without shutting down initially, however, programmer shuts down when left on for an extended time. A printed circuit board assembly was found out of electrical specification. Analysis also found a tab on power cord bay door is broken. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).